Event description:
It was reported that during a lap appendectomy procedure, the device was stuck on tissue unable to open after the second firing with a white reload. The surgeon used 4 strokes and it was still stuck. The device was cut off the tissue.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.